Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient reported that wearing the lifevest was exacerbating the patient's psoriasis. There was no alleged device malfunction contributing to the irritation. Patient removed the lifevest for a period of time per the suggestion of the dermatologist. Follow up indicated that patient was able to continue wearing the lifevest and that the skin issue is much improved.